Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there was crack on the battery compartment and the insulin pump was exposed to moisture and now any button does not work. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Insulin pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on  electrical board was locked properly during visual inspection. Insulin pump received with moisture damage on the electronic assembly. No moisture damage on the motor, keypad, battery tube or vibrator during visual inspection.